Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 584mg/dl. The customer states they treated with pump. The mother states they tried to administer 30 units, but the pump would only give 25 units. The customer was advised the pump was designed to only administer 25 units of insulin max. The customer was educated on pump features, and advised to contact their healthcare provider. The customer was advised to monitor the device.